Event description:
Customer informed about a patient sustained a second degree burn with 15mm intact blister on right ankle instep, the next day after the treatment provided. Customer confirmed that the thermalator unit was operating within specified tempurature range as per instruction for use. During the follow up, customer informed that the patient was treated using the first aid kit, no further treatment was required. The thermalator model number used during the treatment was identified as t-12-m.